Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen). While wearing the device for longer than 48 hours. The patient reports they had received treatment at the hospital for the initial infection. The patient reports months after receiving treatment for the infection the patient had fallen and hit their head. The patient had not been using pods during this time. Once at the hospital the patient was diagnosed with sepsis. The patient was placed on a ventilator. The patient was treated with a port for delivery of antibiotics. The patient was prescribed antibiotics. The patient was discharged from the hospital after 6 weeks.